Manufacturer narrative:
The field service engineer (fse) performed visual inspection of the device and determined that the reported issue was due to malfunction of battery signal cable and capacitor. The battery signal cable and capacitor was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the defibrillator energy results were accepting in limit. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.